Event description:
It was reported that the patient with this right ventricular (rv) lead had exhibited infection. A revision was performed, and the pacemaker was explanted, while the right ventricular (rv) lead and ra lead were surgically abandoned. The leads were fractured during the procedure and some parts of the lead remains inside. No additional adverse patient effects were reported.